Event description:
Reporter initially noted handpiece got hot and caused corneal burn. Additional information received from surgeon noted burn was severe; one suture used to close wound. Patient required second procedure: four interrupted corneal sutures placed over wound, followed by conjunctival flap over surface of leak, sutured to cornea. A contact lens and pad were placed. Treated as in patient, requiring regular attention over a two week period before discharge. No evidence of infection, but anterior chamber (ac0 depth remains unstable, and vision fluctuatesfrom 6/9-6/18 depending on ac depth. Prognosis is good, if ac reforms completely. Too early to tell if post astigmatism; depends on wound healing.